Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that an atg45 device was received in good visual condition and without a reload present. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon closed the firing trigger, it failed. The surgeon then shook the device there was something that shook inside with the noise. Another device was used to complete the procedure. There were no adverse consequences for the patient.